Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's post-op check, the pacemaker exhibited decreased ventricular sensing and loss of capture at maximum output due to lead dislodgement. Subsequently, surgical intervention was undertaken to explant and replace the lead. The patient's condition was good pre and post procedure.